Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affilaite that the dsg23 tweezers broke in the second use. Another device was used to complete the case. There was no consequence to the pt.